Manufacturer narrative:
Expiration date: 12-31-2024. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2022 a 13.2mm, vticm513.2 -13.5/+3.00/100 (sphere/cylinder/axis) implatable collamer lens tore/broke during injection/delivery into the right (od) eye. There was no patient contact or injury. Cause of event is unknown. It was reported that there is no plan to implant another lens.